Event description:
Customer reported receiving a no delivery alarm on the insulin pump after an infusion set change. It was noted that the alarm may have been caused by a set or reservoir occlusion. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.